Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 55 mg/dl and the sensor glucose was 131 mg/dl at the time of the incident. The customer reported that they keep getting the threshold suspend on the pump and glucose isn't low. The customer stated it has been doing this all week with 2 different sensors. Sensor glucose and blood glucose difference was not within acceptable range. Current blood glucose value was 131 mg/dl. Insulin delivery was suspended due to sensor glucose of 55 mg/dl. Low suspend limit in sensor settings was 70 mg/dl. The customer was advised to monitor the blood glucose and when she turns the sensor feature back on call and we will walk her through the calibration. The customer stated she did not need to go through the high blood glucose or low blood glucose troubleshooting because she has been wearing pump long enough. The sensor will be returned for analysis.